Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the location of the hematoma? How was it treated? How long after the procedure was the hematoma identified? Were there any staple formation issues noted in initial procedure? Was proper hemostasis achieved in initial procedure? What was the post-op treatment performed? What is the current patient status?

Event description:
It was reported that after a laparoscopic appendectomy procedure, two gst45w reloads used. Patient developed an intra-abdominal hematoma post-op. The physician is unsure if reloads were responsible for the complication. Action taken for procedure: post-op treatment, no specifics.